Manufacturer narrative:
(B)(4). Evaluation codes were added. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
This is report 2 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was being treated with antibiotics (name, dose, route, and frequency unknown). The patient was discharged from the hospital and has recovered from this episode of peritonitis.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers: gd894287, gd894014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).